Manufacturer narrative:
The insulin pump was received with cracked case at the corner display window, cracked reservoir tube, cracked battery tube threads and scratches on the lcd window. The drive support disk was inspected and there was no anomaly. The insulin pump passed the displacement, basic occlusion, occlusion, priming and excessive no delivery tests. There was no prime anomaly or error alarm during testing.

Event description:
Customer reported via phone call high blood glucose levels and loose drive support cap. Customer's blood glucose level was in the 400 mg/dl range. Troubleshooting for high blood glucose levels was performed. Customer treated their high blood glucose via manual injection. Customer advised the drive support cap was flush and appeared to be level with the dome label sticker. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.